Event description:
It was reported that the right ventricular lead exhibited high impedance, unacceptable thresholds due to a suspected lead dislodgement. The lead was explanted and replaced. The patient was in stable condition before and post surgery.